Event description:
Rptr has a bladder disease called interstitial cystitis and was convinced that by implanting a medtronic spinal cord stimulator that it would elimiate 75% of their pain. It was explained to rptr that this unit and procedure was still in trial and was this dr's first interstitial cystitis pt for this implant. Rptr had 3 out-patient surgeries to have this implanted and 2 other hosp stays to reprogram the unit, then had the unit removed because it was not working for them and it was causing severe pain. The drs could never get the unit programmed right and the tingling was always in left leg and foot. Rptr made several office visits for reprogramming, but it still would not work. Rptr has continued pain in spine and where the unit was implanted on hip just as if the unit were still there. Rptr's back looks as if they have been shot by a shotgun. Rptr is currently at a pain clinic to see if this is going to be a life long pain. Rptr would not suggest this unit to anyone with interstitial cystitis.